Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. No any other anomalies were seen.

Event description:
It was reported that the patient presented to the clinic experiencing pain at the implantable cardiac monitor (icm) implant site. The pain radiated from the icm implant site to the patient's breast and arm pit. The icm was explanted with no adverse consequences to the patient. The patient was stable throughout.